Manufacturer narrative:
Device was received with a scratched case and a missing display window cover. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated top of display had crack. The customer stated that they received red cross on insulin pump display. No harm requiring medical intervention was reported. The device will not be returned for analysis.